Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain, peripheral neuropathy, and other non-malignant pain. It was reported that in 2014, the implantable neurostimulator (ins) was removed because it didn¿t work and it didn¿t help the patient. There were no further complications reported or anticipated.